Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized due to high blood glucose on (B)(6) with blood glucose of 25.5 mmol/l. The customer was treated by intravenous fluids and gravol. Customer was experienced symptoms like nausea. Customer was in emergency room. The customer also stated that they did not allege insulin pump was under delivering. Customer stated that insulin pump system had been use within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.